Event description:
It was reported that the user experienced persistent hyperglycemia after resetting the ilet, with continuous high glucose readings despite large corrections and meal announcements; the user reported no delivery alerts and multiple site changes without signs of leakage, bleeding, or bent cannulas, and was advised to consider alternate infusion sites and to pause and disconnect the ilet for two hours if administering a manual subcutaneous insulin injection. Symptoms included hyperglycemia with associated anxiety and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.